Event description:
It was reported by an integra sales representative that the gel pad was already broken even before the surgery started but the operating room decided to use the broken gel pad anyway. The gel pad then slipped off the horseshoe and caused the patient to have an abrasion. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.